Event description:
It was reported that the c-mac video laryngoscope "light is weak". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer (light is weak) was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit, blade worn, glue points on camera head worn, housing worn, plug worn. As stated, the device complied with the test specification at the time of delivery. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process of the device. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. As shown under "labeling review" the instructions for use state that the product must be checked for functionality and damage before and after every use, and a functional test (including light transmission and sufficient image quality) is described during which the defect to the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).